Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery housing was damaged. The root cause for the damaged housing was physical abuse. No adverse event resulted from the damaged battery.

Event description:
A (B)(6) distributor reported that a battery pack was unable to power a monitor.